Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. Despite multiple requests for information, the patient medical records have not been received for review. In this case, the reason for explanting the valve explant 1 years and 10 months post tavr remains unknown and the device was not returned for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. The root cause of the event remains indeterminable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
It was reported by the implant patient registry that a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 1 year and 10 months due to unknown reasons. No additional details were provided.